Event description:
(B)(4). Event occurred in the united states. The patient reported that while sleeping, she got up in the middle of the night to use rest room and she disconnected at the quick release but when she went back to reconnect it, she found that the tubing had detached from quick release. Reportedly, her blood glucose level was 169 mg/dl. The site was upper backside area and the pump was on the same side. The infusion was used for 2 days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing detached from the tubing connector. No further information available.